Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the circumstances that led to the trial being more effective than the implant were unknown. The patient noted that the trial time took care of the pain in her hips, but the permanent implant does not. The only conclusion that the patient could come up with was that the trial was placed different. The implant does help with the reflex sympathetic dystrophy syndrome in the left front. There were no further complications reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial#: (B)(4), product type: lead. Product ID: 977a260, serial#: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the trial time was very good. The patient reported that the permanent implant had never given her any relief in the pain area. The patient reported that they had used programs a, b, and c there we not up the hips where her pain was, only up to her thighs and down in feet. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. Section references the main component of the system and the other applicable components codes. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for unknown indications. It was reported that the patient had a recent change to her group/program due to lack of pain coverage in her hip; they never had coverage in this area. The patient felt pain in the high part of her hips across the pressure point and they had been working with a manufacturer representative (rep) since they were implanted on (B)(6) 2017. The rep changed from group a to group d for better coverage because group a covered her foot/leg but did not cover her hips. When group d was used, the patient did have coverage, but it did not last, it did not help with her hips that much and it did nothing for the left foot. So, the patient had the rep put the setting back on group a. Lastly, the patient noted that they had reflex sympathetic dystrophy (rsd) syndrome in her left leg and foot. There were no further complications reported or anticipated. Additional information was received from the healthcare provider (hcp). They reported they did not know if the patient's lack of pain coverage and the hip pain was resolved yet. They noted they would schedule a follow up appointment with the patient. No further complications were reported. Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. The hcp stated that the actions taken to address the lack of pain coverage and hip pain included group a and d trials. It was unknown if the hip pain was resolved but the lack of pain coverage was momentarily resolved with group d. No further complications were reported/are anticipated. Additional information was received from a consumer. Patient reported that she has not been happy with therapy because even with everything the clinical specialist (cs) has done with programming they can't get stimulation right across the top of the hips just below the waist and that they just can't get stimulation above buttocks or thighs. Patient stated she kept changing programs but can't get stimulation up high enough and was disappointed as she thought the device would help her get off pain meds and all doctor says is if it helps to take a pain pill then take a pain pill. Patient had been on group a, b and was on c now and so far this had not resolved her problem. Patient asked if she was asking the impossible when asking cs to reprogram to reach those areas. Patient services reviewed that this would depend on the location of lead/ programming combinations and redirected to healthcare provider to ask if this was possible. Patient stated she does not know if her doctor would tell her where the lead was located because she was beginning to think he didn't insert it right. Patient stated doctor has not been helpful with her problems and last time patient had been to the hcp trying to operate the equipment herself he just nodded his head and said turn it off. Patient stated the device had been helpful in controlling rsd that goes down her complete left side, down her in leg and foot. Patient stated right now she was on program c and had been on it for 4 months and it's been good in her leg, the bottom and foot but will ask if there was anything else he could do for her hips because it was not working again even though c program did get up a little bit higher than previous ones but was still about 4 inches below where she has severe amount of pain. Patient reported this information was reported to their representative since the beginning.